Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, chest x-ray revealed that the right atrial (ra) lead was dislodged. The physician tried to reposition the dislodged ra lead during the procedure on (B)(6) 2022 but the helix failed to retract properly. After multiple failed attempts, the physician explanted and replaced the ra lead during the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix length measured within specification. The cause of the reported event of helix mechanism issue was isolated to helix being clogged with blood/tissue.